Event description:
It was reported that the ilet user inadvertently removed the infusion site from the applicator before placement, resulting in an improperly deployed infusion set and need for assistance with an infusion set change to complete a supply change. No reported symptoms or adverse clinical effects. Outcomes included successful resumption of insulin delivery after troubleshooting and education, with replacement supplies arranged. Investigation included guided troubleshooting with the user and review of use error related to infusion set deployment. Investigation of this case revealed user handling error leading to incorrect infusion set deployment, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set application.